Event description:
The facility reported a colleague infusion pump with failure code 570. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a depleted battery. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.